Event description:
Report received regarding a patient (user) stating a few catheters felt sharp near the eyelets. The patient did not know the specific quantity that felt sharp. Around the time the sharp catheters were felt, the patient's spouse reported he contracted a urinary tract infection (uti) and felt pain and experienced minor hematuria. Due to the infection the patient had to be admitted to the hospital and stayed from (B)(6) 2018. He received an IV antibiotic during the hospital stay.